Event description:
The device was returned to the manufacturer, after it was electively explanted and replaced due to the battery voltage approaching eri (elective replacement indicators). It was analyzed and tested out of specification. Additional information received indicated that the lv lead was noted to be "malpositioned" and "was loose". The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.